Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the latches on the back power cord door were broken, it also found that the keyboard connector was loose. The programmer tested out of specification on the "common wrist electrode" test, and the link electronic module (lem) printed circuit board (pcb) was replaced and calibrated. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software programmer. (B)(4).

Event description:
It was reported the latches on the back power cord door are broken. The programmer was returned for repair. No patient complications were reported as a result of this event. The programmer subsequently tested out of specification during manufacturer's analysis.